Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. The customer's blood glucose (bg) level was 528 mg/dl. Customer administered a manual injection to address bg. Tandem technical support educated the customer on the meaning of the alarm. Customer continued to use the pump for insulin therapy.